Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a 3 hour lost sensor alert and when he checked his blood glucose was over 400 mg/dl; he treated with the insulin pump and later he was over 526 mg/dl so he gave a manual injection. The drive support cap is recessed. Customer stated that the settings are programmed correctly. Customer declined to check for site/set issues. The insulin pump passed the high pressure test. It was determined that the customer may have scar tissue after years of treating with syringes. Most recent blood glucose was 86 mg/dl. Customer was advised to change the entire infusion set and reservoir.